Event description:
According to the patient, an infection began several months ago (exact onset date unknown), during which time the neurostimulator device gradually became exposed through the skin. The treating physician performed a surgical procedure to debride and close the wound (date unspecified). On (B)(6) 2025, the patient presented to the emergency department with signs of infection. The neurostimulator was explanted on (B)(6) 2025. The leads were capped and left in place. Postoperative treatment included a two-week course of intravenous antibiotics.

Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.